Event description:
Balloon okay during pre-test. However, balloon separated on removal during 1st pass. No resistance noted on insertion or extraction, and clot was soft.

Manufacturer narrative:
Device not returned.